Event description:
It was reported that during the past several refill procedures, aspiration of the reservoir resulted in 2-3cc more drug volume than expected. It was also noted the tissue surrounding the pump appeared to be swollen. The pump has been filled with compounded baclofen, and the physician confirmed that the drug had been injected into the pump versus the surrounding tissue. X-rays were planned. A dye study was performed in 2007 during which cerebrospinal fluid could not be aspirated. No pt symptoms were reported. Per the physician's report: "waiting to see if clinical effect compromised currently working well."